Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of over 400 mg/dl and required assistance from a family member to provide a correction injection. The customer reverted to an alternate method of insulin therapy.